Event description:
The customer reported that the spo2 red alarms were not occurring and the spo2 yellow alarms were delayed.the device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the spo2 red alarms were not occurring and the spo2 yellow alarms were delayed.the device was in use on a patient. There was no report of patient or user harm.